Event description:
It was reported that prior to start of a da vinci-assisted pyeloplasty surgical procedure, the 6mm monopolar curved scissors (mcs) instrument tip was not staying on. The procedure was completed with no reported injury. The monopolar curved scissors with mcs tip is intended to be used with the da vinci sp system for manipulating, cutting, and dissecting tissue, coagulating and transecting tissue using monopolar electrosurgical energy, and cutting suture. The mcs tip is also intended to provide electrical insulation over a section of the monopolar curved scissors instrument so that rf energy is only available at the scissor blades. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 6mm mcs instrument was not allowing the tip cover to go on. The reported issue occurred prior to start of a pyeloplasty procedure. A new mcs instrument was removed from its peel pack and the tip cover was able to be put on properly. The procedure was completed robotically with the backup instrument. There was no patient injury and no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. A single use monopolar curved scissors (mcs) tip cover was successfully installed on the mcs instrument. The sheath was also installed on the instrument shaft properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively. The mcs tip opened and closed properly. The installed tip never fell off during testing. Additional observation were also identified: it appears that thermal damage occurred at the mcs instrument tube adapter. Melted char marks appeared for this monopolar instrument. Any material missing is likely to be thermally induced rather than mechanically induced. This instrument will be transferred for further evaluation and to confirm that user is the root cause. The damage appears to be thermal and not mechanical. No image or video was available for review. A review of the instrument logs for the mcs (part number 430004-54/lot number u10211230 0018) associated with this event has been performed. Per the review, the mcs instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 16 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the fa findings: there was evidence of thermal damage at the mcs instrument tube adapter which has a potential of an electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was received from the customer that stated that the plastic tip of the monopolar curved scissors (mcs) instrument was cracked. The damage was identified during setup, prior to the start of the surgery. The failure analysis engineer (fae) completed additional testing on the mcs instrument. The initial fa investigation was confirmed, the instrument had no issues with installing or retaining an in-house mcs tip cover accessory. The instrument was installed on an in-house system and moved intuitively and the tip was retained throughout. A second in-house instrument was installed onto the system and was used to apply pressure to the blades in various positions and the tip was retained throughout without issues. The overmolded seal adapter was broken and was missing a piece approximately 0.103" x 0.048". The thermal damage mentioned in the initial investigation was confirmed. The edges around the break site exhibited charring and a rounded shape typically seen with thermal damage. However, it is not obvious if the event that lead to the thermal damage caused the piece to separate. An alternate possible explanation also exists: the overmolded seal adapter/instrument tube adapter could have already been broken prior to the thermal event, and the thermal damage could have occurred after the breakage occurred. The root cause for the broken instrument tube adapter is typically attributed to mishandling/misuse and can occur due to improper reprocessing/handling techniques. The root cause for thermal damage is typically attributed to mishandling/misuse and can occur if fluid or solid material builds up, or if the mcs tip cover accessory had damage and an arc occurred to a nearby instrument during energy activation.